Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho fiber videoscope exhibited missing ultrasound image. The event occurred during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was reproduced. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report was sent in error as the ultrasound image is missing would not cause or contribute to a death or a serious injury if it were to recur